Event description:
It was reported to philips that the customer needs to reset the battery and there are defective pins on the battery pca. There was no reported patient involvement.

Manufacturer narrative:
The reported problem was verified during visual inspection and found j1 pin 8 bent, and j2 pins 7 and 8 were bent and permanently compressed.